Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the housing of the camera head was cracked during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report was sent in error, as the device was returned to olympus for inspection and the reported failure was confirmed that the housing of the connector to be cracked, and it would not cause or contribute to a death or a serious injury if it were to recur.